Manufacturer narrative:
The reported 9x30mm biosure ha screw intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed. A video was supplied confirming the threads of the screw were stripping off during insertion into the tibial tunnel. Without the screw and pertinent clinical details regarding tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Incorrect screw size to tunnel size. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 9x30mm biosure ha screw intended for use in treatment, will not be returned for evaluation, however a screw from the same lot was returned. Visual assessment of the screw showed no abnormalities. Dimensional assessment of the returned screw confirmed it met print specifications. Without the reported product a visual evaluation cannot be performed. A video was supplied confirming the threads of the screw were stripping off during insertion into the tibial tunnel. Without the screw and pertinent clinical details regarding tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Incorrect screw size to tunnel size. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery when they put the screw, the thread broke inside the patient when they were turning the screw. The broken piece was retrieved from the patient with tweezers. No delay or patient injury reported. A backup device was used to complete the surgery.